Manufacturer narrative:
A review of lot file a752 was performed. No nonconformances or alarms associated with this event type were reported for this lot. This lot met all release requirements. A review of complaints received for lot a752 was performed. There was (B)(4) other complaint for an flm leak reported at the time of the investigation for this lot. No trends were detected. This assessment is based on the info available at the time of the investigation. The returned data key was received for analysis. No kit was returned for inspection. Without a kit to analyze no root cause for the complaint can be determined. A more thorough analysis could have been conducted if the kit had been returned. No further analysis will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
Customer reported a flm leak. Complainant: same as reporter. Customer reported that a total number of 4 cycles were planned. An occlusion system alarm occurred during 4th cycle. Customer reset, started and treatment resumed. Customer then noticed that flm was leaking (small puddle on floor). Customer disconnected the patient. Patient was not affected. Clinical services advised the customer to abort treatment. Customer returned data key for investigation.